Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used in the tracheal bronchus for an endoscopic retrograde biliary drainage (erbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while deploying the stent, the guide catheter broke off from the delivery system and the stent together with the guide catheter deployed inside the common bile duct. Subsequently, retrieval ligature forceps were used to remove the detached fragments. The procedure was then completed with another same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: an advanix rx biliary preloaded stent was received for analysis. Visual inspection revealed that the guide catheter was detached. A destructive test confirmed that the hypo tube had detached from the guide catheter. Additionally, the push catheter's suture hole was torn, and the guide catheter was kinked. No other damages were noted to the device. Product analysis confirmed the reported event of the guide catheter break. The investigation concluded that the reported event and the observed device problems were most likely due to procedural factors encountered during use. Contributing factors may have included the patient's tortuous anatomy, the handling and manipulation of the device, the physician's technique, or the amount of force applied. These factors likely contributed to the guide catheter separation, tearing of the push catheter suture hole, and kinking of the guide catheter. Therefore, a review and analysis of all available information indicate that the most probable cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded double bend stent was used in the tracheal bronchus for an endoscopic retrograde biliary drainage (erbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while deploying the stent, the guide catheter broke off from the delivery system and the stent together with the guide catheter deployed inside the common bile duct. Subsequently, retrieval ligature forceps were used to remove the detached fragments. The procedure was then completed with another same device. There were no patient complications reported as a result of this event.